Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a possible stroke.

Event description:
The site communicated that the patient was admitted (B)(6) 2020 for elevated ldh, treated with heparin drip. On (B)(6) 2020 the patient experienced an ischemic stroke and right sided weakness. Patient underwent left mca thrombectomy on (B)(6) 2020. Patient discharged in stable condition (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A direct correlation between vad-63149 and the reported ischemic stroke cannot be conclusively determined through this investigation. A specific cause for the reported elevated ldh cannot be conclusively determined through this investigation. The submitted log files contained data spanning from (B)(6)2019 at 14:37:33 to (B)(6)2020 at 08:29:27 and from (B)(6)2020 at 14:28:51 to 07mar2020 at 15:56:29, per the timestamps. No notable alarms were captured, and the device appeared to have been operating as intended. It was reported that the patient was hospitalized on(B)(6)2020 for elevated ldh levels, which were treated with a heparin drip. On(B)(6)2020 the patient experienced an ischemic stroke with right-sided weakness. The patient underwent a left mca thrombectomy on the same date and was discharged home in stable condition on (B)(6)2020 . Per information received from the account of(B)(6)2020 , the patient experienced headaches since their hospitalization but recent CT scans have been clear. The patient continued to follow-up with the neurology team as an outpatient. The patient remained ongoing on vad-63149 until they underwent a pump exchange on (B)(6)2020 (refer to cs-136357 for evaluation). The heartmate ii lvas IFU lists stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy is also provided in this document. No further information was provided. The manufacturer is closing the file on the event.